Event description:
Biomedical technician reported an incident of an overinfusion on a colleague pump. The pump was infusion insulin an intensive care unit patient at a rate of 8ml/hr and a drug calculation dose was used for the infusion. A new 100ml bag of insulin as hung and reportedly, the operator accidentally changed the infusion rate to 200ml.hr. The accidental rate change to 200ml/hr occurred when the operator hit the stop on the channel and without looking where the default was, entered the rate of 4 into the drug amount field, changing the drug amount of from 100units to 4 units. This change in the drug amount recalculated a new concentration from 1u/1ml to 0.04u/ml, subsequently changing the rate from 8ml/hr to 200ml/hr. As a result, 89.8ml of insulin had infused within 27 minutes, when it should have taken all day. "1/2 ds" (dextrose) was administered to the patient and the patient's blood sugar was monitored. The patient recovered without any adverse outcome and no patient injury resulted. The event was reported to have occurred at 11:30. It was not known when dextrose was administered to the patient.